Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed on a remote transmission. The patient was brought in to the clinic and it was discovered that patient was using a tens unit at the highest setting. It was discussed for patient to stop. Patient¿s condition was stable.